Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements over the last month along with the threshold. During a normal battery depletion generator change the physician decided to surgically abandon this rv lead. This rv lead was successfully replaced. A fluoroscopy was performed during the generator and a tight bend in the lead was noted at the suture sleeve. No additional adverse patient effects were reported.